Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-502; lot# dgb9vd. Triathlon prim cem fxd bplt #5; cat# 5520b500; lot# e2y2b. Triathlon asymmetric x3 patella; cat# 5551-g-299; lot# yp0x. Sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# rdea028j2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Rep reported a revision of a right knee due to possible infection. A 5x13 ps insert was swapped out. Rep reported that no further information will be available.